Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: guide wire: sionblue, sionblack, guide catheter: al1.0. Incorrect prep. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported inflation issue; however the physical resistance appears to be related to circumstances of the procedure. It should be noted traveler rx instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid-right coronary artery that was heavily tortuous, moderately calcified and 99% stenosed. The traveler rx 2.5 x 30 balloon dilatation catheter (bdc) was prepped inside the anatomy (air aspiration). The balloon was inflated twice in the lesion at 14 atmospheres without issues, however, the vessel was not fully dilated so the bdc was pressurized for a 3rd time, but the balloon did not inflate. There was no resistance during removal of the protective sheath but there was resistance met with the lesion during advancement. There was no reported resistance during removal of the device. The lesion was further dilated with a non-abbott bdc and a stent was deployed to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.